Manufacturer narrative:
Submit date: 01/28/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 01/13/2014 that a customer had an issue with dialysis catheter. The customer states that (B)(4) had been used for 2 months after a successful intubation. It was found that the external spiral head of the tube was broken and bleeding present. The doctor pulled and replaced the catheter the next day. Pt involved without injury. No medical intervention required.